Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after successful catheter implantation, the catheter drifted. The catheter has been in place for 1-3 months, and flushing was not done prior to use. There was no leak. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. There were no other products being utilized with the device. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. The remedial actions performed included exercise and laxatives, and the reported product was not replaced. Treatment was continued and completed, there was normal blood loss during surgery, and a blood transfusion was not required due to the event. Medical intervention/treatment was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after successful catheter implantation, the catheter drifted. It was also stated that it was successfully implanted when the patient was lying down and the x-ray was taken when standing up as a normal check after a successful surgery. The catheter has been in place for 1-3 months, and flushing was not done prior to use. There was no leak. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. There were no other products being utilized with the device. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. The remedial actions performed included exercise and laxatives, and the reported product was not replaced. Treatment was continued and completed; there was normal blood loss during surgery, which is about 20 ml, and a blood transfusion was not required due to the event. Medical intervention/treatment was not required due to the event. There was no reported patient injury.